Event description:
The customer stated that, the pacemaker programming was affected owing to the electromagnetic interference emitted by the carto system. It was reported the patient did not face any serious consequences. The patient has been reported to be in a stable condition and that surgery was required to replace the pacemaker. The physician is of the opinion that the carto was not at fault.

Manufacturer narrative:
The safety information section in the carto xp user manual states, "the functioning of the carto xp system could possibly interfere with the programming of implantable cardiac pacemakers, ICD units or any other such equipment. Do not use the system while programming or interrogating any cardiac pacemakers or pacemaker or defibrillators. If you need to program or interrogate a pacemaker or defibrillator while using the carto xp system, turn off the com unit. Normal use of a pacemaker is not affected by the carto xp system."